Event description:
The patient reported that his pump was exposed to moisture today; however, there was no evidence of moisture in the pump. The patient mentioned that they are having now a display issue, a cs sleep error, no power on the pump and they kept rebooting and finally pump powered on; however, all the buttons are unresponsive, the keypad is intact and no moisture noted in the pump. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were found to be intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.